Manufacturer narrative:
E3-non-health care professional; e2-no. The most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review (DHR) was completed, and no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject camera head device had flooding of the cable and imaging section, main body cracks and scope mount corrosion. There was no patient involvement.